Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: side branch occlusion. (B)(4).

Event description:
On (B)(6) 2017, this patient presented with an iatrogenic pseudoaneurysm which was located at a ligated portion (origin) of the gastroduodenal artery (gda). It was elected to implant a gore® viabahn® endoprosthesis (jhjr060202j/14877069 or jhjr060202j/14857567). The delivery catheter was advanced over 0.018" guidewire (treasure floppy) through 7 fr sheath (ansel). Reportedly, it was difficult to deliver the catheter to the intended area. The endoprosthesis was implanted from the common hepatic artery (cha) to the proper hepatic artery (pha) to cover the pseudoaneurysm. After the endoprosthesis was deployed, another endoprosthesis (jhjr060202j/14877069 or jhjr060202j/14857567) was deployed distal to the first endoprosthesis. At that time, the origin of the right hepatic artery (rha) was unintentionally covered by the endoprosthesis. Intra-procedural angiography confirmed that the rha was not visualized. The physician elected to monitor the patient, and the procedure was concluded. The patient tolerated the procedure.